Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient experienced an episode of ventricular fibrillation when low high-voltage impedance was observed on the right ventricular channel of the implantable cardioverter defibrillator and low high-voltage lead impedance was observed on the right ventricular lead, failure to deliver defibrillation therapy was noted on the device as a result. On (B)(6) 2017 the device and lead were explanted and replaced successfully. The patient¿s condition post procedure was stable.

Manufacturer narrative:
The reported field event of low defibrillation impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.